Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm promus element long drug eluting stent was selected for use to treat the lesion. However, during the procedure outside the patient's body, the physician noted that the stent strut was raised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage on the distal side with struts on rows 2 and 3 stretched and lifted outwards from the stent profile. The bumper tip of the device showed slight damage at the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm promus element long drug eluting stent was selected for use to treat the lesion. However, during the procedure outside the patient's body, the physician noted that the stent strut was raised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.